Event description:
It was reported that a malfunction occurred during the night when the pump's battery died, causing a reset. There was no adverse impact to the customer's blood glucose level. After powering the pump back on, the malfunction was cleared, allowing insulin deliveries to resume successfully before contacting technical support. The customer was informed about the automatic reset of settings like iob and max hourly bolus during power losses, which they acknowledged. They were advised to monitor for recurring malfunctions and to contact technical support if needed.